Event description:
Hcp reported that after 35 months of service life, the pump was explanted because of "no infusion" - rotor stall. A follow up report will be sent when additional information is received.